Event description:
Same case as MDR #: 2134265-2013-02130 and 2134265-2013-02131. It was reported that during an unspecified procedure, the motor drive unit was unable to perform pullback. The target lesion was located in an unspecified artery. The physician attempted pullback, but the motor drive unit was unable to perform pullback. No error messages were displayed. The event occurred outside the patient and there were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The mdu was functionally tested and met specification. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed . (B)(4).